Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5042680) in united states on 15-jul-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer reported she has been in pain from the moment essure was implanted in her fallopian tube. She stated that was hospitalized 2 times and currently was seeking to have the coil removed. Ptc investigation result was received on 24-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who experienced pain from the moment essure (fallopian tube occlusion insert) was implanted in her fallopian tube. She stated she was hospitalized two times. This event, regarded as pelvic pain, was considered serious due to hospitalization and is listed according to essure's reference safety information. Abdominal and pelvic pain may occur with essure therapy. In this particular case consumer stated the event started after essure insertion. Therefore, a causal relation with the suspect device cannot be excluded. This case was regarded as incident, since hospitalization was required. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information was received on 02-oct-2015 from consumer. Date of birth, weight and height were provided. This report refers to a (B)(6) female consumer. On unspecified date hsg (hysterosalpingogram) was performed. On unspecified date she experienced abdominal pain and random bleeding. She went to the doctor several times with no change. Essure was not removed, but removal was planned.